Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and 20 shocks. Therapy was exhausted from the shocks delivered. The patient was asymptomatic and the shocks received were in the ventricular tachycardia (vt) zone. The onset electrogram (egm) morphology was different than the presenting morphology. The morphology significantly changed into vt morphology after shock. The shocks did not convert the patient's rhythm. The local sales representative contacted boston scientific technical services (ts) and discussed programming option. The sales representative was going to discuss this with the physician. Additional information received from the local sales representative states that the patient had an av nod ablation and the ICD was upgraded. The supraventricular tachycardia (svt) ablation was not successful. The physician had no complaints against the function of the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.